Event description:
The customer reported image quality poor on the system. The system has a slow save. It was found that the image processor was causing the image problem. It is suspected that the software was causing the slow response.

Manufacturer narrative:
The ge service rep replaced the video controller. He also troubleshot the system and found the image processor was causing the image quality problem. The rep replaced the image processor, verified image quality, and verified image save. The system operates as intended.